Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, abdominal cramps, urinary tract disorder, dizziness, bleeding menstrual heavy, uterine bleeding, menses irregular, menorrhagia, lower abdominal pain, prolonged periods, pelvic pain, right lower quadrant pain, endometrial thickening, coughing, sneezing, uterine bleeding and menorrhagia. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case was detected to be a duplicate to case record # us-bayer-(B)(4) to which all information will be transferred, then this record (us-bay-(B)(4) ) will be deleted no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included vaginal bleeding, abdominal cramps, urinary tract disorder, dizziness, bleeding menstrual heavy, uterine bleeding, menses irregular, menorrhagia, lower abdominal pain, prolonged periods, pelvic pain, right lower quadrant pain, endometrial thickening, coughing, sneezing, uterine bleeding and menorrhagia. Concomitant products included ibuprofen and levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.